Event description:
A vague report was received that the infusion pump over delivered while reportedly being in clinical use. No specific clinical info was received. No pt injury was reported. The hospital biomed. Reported that the overdelivery was confirmed with bench top testing, however no specific info was given regarding the testing results.